Event description:
It was reported via legal documentation that approximately 116 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, knee pain, swelling, exactech knee implant unstable, and knee component loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 2382678 201-78-11 - holding pin small headed short 4 pack (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5 (B)(6) 200-02-29 - three peg patella 29mm aa6828 (B)(6) - cemex system fast genta 70g the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.